Event description:
It was reported that during a hemorrhoidectomy, the doctor would not break the washer. Doctor excised the tissue to remove the device and overstitches to close the tissue. There was not pt consequence. One device will be returned.